Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier failed and required maintenance. Nurses were required to enter a password to remove medications, which took time during critical situations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the customer resolved the issue with reboot, checked cables, reseated connections and tested in application. The system functioned as intended after the customer resolved the issue.